Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All buttons functioned properly, however, moisture damage was found on keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer changed the battery but the anomaly persisted. The customer's blood glucose was unknown. The customer had revered to a backup plan of manual injections and had discontinued the use of the insulin pump. Nothing further was reported.